Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath. It was reported that post dialysis catheter placement, the drainage was allegedly found with poor blood flow. It was further reported that the catheter was allegedly found kinking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath. On (B)(6) 2025, it was reported that post dialysis catheter placement, the drainage was allegedly found with poor blood flow. It was further reported that the catheter was allegedly found kinking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 23cm d/l glidepath catheter was received for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. The tissue cuff was intact and had residue throughout. A kink was noted on the distal portion of the catheter body. The catheter was patent to infusion and aspiration. No leaks were observed throughout the catheter. Therefore, the investigation is confirmed for the reported catheter kink issue, and the investigation is inconclusive for the reported poor flow issue as the sample evaluation results indicating no issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.